Event description:
Boston scientific received information that this lead would be extracted for an unknown reason. The field representative was unable to obtain patient information. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this product was part of a system revision due to an infection and erosion. There were no additional adverse effects reported. This product was explanted.